Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, component code, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found that the solenoid driver board was the issue. The fse also found soot on the bottom side of the motor control board. When the fse cleaned the motor control board, the fse found a scotch mark on it from r100 and r101. There was no sign of fluid ingress. The fse replaced the solenoid driver board and the motor control board. The fse replaced the power management board as a precaution, and fan #2 and pcb guides to eliminate the smoke smell. The unit passed all safety and functional tests and was returned to the customer for clinical use. The failure analysis and testing department received the following parts associated with this complaint: motor control pcb, solenoid control pcb, power management pcb. These parts were received with a reported unit failure message of burnt boards and replaced powe management pcb as a precaution. Performed visual inspection of this part received and found the motor control pcb and solenoid control pcb were burnt. Please attached pictures. The fat dept. Verified the failure message of burnt boards. The fat dept. Cannot be investigated power management board with cardiosave test fixture because it was replaced as a precaution in the field. It might be risk damage cardiosave test fixture. Retaining all boards in the fat dept. Per procedure 0002-07-d008 rev at.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) started smoking. Patient was not involved and no harm occurred.